Manufacturer narrative:
On 12/6/2018, it was reported to mentor that the device history record (DHR) for the lot number 25495 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The expiration date is unknown. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel mentor memorygel breast implant 200cc, catalog number 3507200bc, lot number 25328. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with gel mentor memorygel breast implants 200cc and experienced bilateral rupture on the breast implants. The issue was discovered in mammography by the healthcare professional. As a result, the patient had undergone removal and replacement with gel breast implants of unknown type on (B)(6) 2018. The patient was not hospitalized. The patient recovered fully. There were no complications. This medwatch is for the right breast implant.